Event description:
Patient was being treated for stroke. Post stroke, patient demonstrated cerebral vascular spasms, which required direct infusion of the vessels. A catheter was introduced through the right femoral artery and fed to the cerebral vessels. Following removal of the catheter, the vessel was sealed using the abbott starclose device. Patient had received multiple treatments during treatment and had received 4 or 5 similar catheterizations throughout the week of her treatment. Patient was again catheterized through the right femoral artery. At this point, several starclose devices were already present in the vessel. A merit medical 4fr 10cm introducer was used. During catheterization, the introducer rubbed against the starclose devices, removing a piece of the introducer tip. The broken piece was retained in the artery. Patient received additional surgery to remove the retained foreign body. The broken piece was removed without incident.